Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet was offline and screen went blank.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the cabinet was offline. A technical support specialist guided the customer to check all cable connections and assisted in unplugging and reconnecting cables per the cable diagram. After reseating, there was still no response from the cabinet, with no sound or activity observed. The customer confirmed no internet connectivity issues at the facility, unable to remote in while the cabinet was offline, advised coordination with the maintenance team and information technology for further onsite checks, subsequently checked medbank myqlink (mql) and confirmed the cabinet was in synchronization, remoted into the cabinet once it was accessible, and verified that it was back online and functioning normally. The system functioned as intended after the issue was resolved.